Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as a pair new transmitter message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.